Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a calcified and severely tortuous distal circumflex artery (cx). The physician attempted to advance a taxus express2 2.75x16mm drug eluting stent was unable to cross the lesion. The device was removed from the patient and it was noted that a stent strut was flared. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be completed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure.